Event description:
The manufacturer received info alleging a ventilator fails to charge its batteries. The device was not in pt use. The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's power management board was replaced to address the issue. The ventilator was found to audibly and visually alarm, as designed.

Manufacturer narrative:
This report is being submitted as part of a program to retrospectively review possible device malfunction that did not involve any injury, to determine whether they are reportable under 21 cfr 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.